Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Der states that the surgeon attempted four times to engage a 36 mm +5 12/14 taper metal head on the trunnion of a tri lock stem and the head would not engage with the taper. It was also stated that they opened a new head and head engaged on the first attempt. It was indicated that the surgeon suggested taper in head was not accurate and out of specs.

Manufacturer narrative:
Product complaint # ==> pc-(B)(4). Investigation summary ==> examination of the returned device is unable to determine a root cause for the problems experienced. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot ==> null device history batch ==> null device history review ==> null if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Complaint description: der states that the surgeon attempted four times to engage a 36 mm +5 12/14 taper metal head on the trunion of a tri lock stem and the head would not engage with the taper. It was also stated that they opened a new head and head engaged on the first attempt. It was indicated that the surgeon suggested taper in head was not accurate and out of specs. / / investigation method: / / investigation summary: